Event description:
The si-bone vp of medical affairs was informed by a sales representative that a surgeon has performed a revision surgery to a previous ifuse joint arthrodesis. No information has been provided about this revision case to date.